Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for evaluation. Based on the information received, a single definitive root cause encountered was unable to be conclusively determined. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000080961.

Event description:
It was reported that the patient was unable to have an MRI due to high impedances on one of their leads. It is unknown which lead contributed to the issue. Surgical intervention occurred on (B)(6) 2023 during which the lead was explanted and replaced to address the issue.